Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the drill sleeve guide was analyzed for conformance specifications and no abnormal findings were identified. Based on these findings, the cause of failure is not due to any manufacturing non-conformances and no product fault could be detected. The exact cause of the occurrence could not be detected. Too much stress during use or a drop to the ground could be possible reasons for the breakage. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no complaint related issues were found.

Event description:
During the reconditioning of instrument lcp 4.3 mm, the sterilization nurse realized the screw thread of lcp drill sleeve 5.0 was damaged and broken at the end. During the surgery, the incident was not noticed. The patient x-rays were checked and a metal piece was not seen. This is report 1 of 1 for (B)(4).